Event description:
A cartridge alarm 20 was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support confirmed that the customer had experienced cartridge alarms with consecutive cartridges and decided to replace the pump. Customer will continue to use current pump.